Event description:
The customer biomedical engineer (biomed) reported 80% of the telemetry associated with their philips information center ix (pic ix) system was down. The device was in use on a patient. There was no report of patient or user harm.